Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Facial nerve stimulation is a known postoperative undesired side effect of ci implantation. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Beginning in (B)(6) 2016 the patient reported a high pitch squealing sound when she turned her head. The patient has been re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Beginning in may the patient reports a high pitch squealing sound when she turns her head. A revision surgery is considered.